Manufacturer narrative:
H10: additional manufacturer narrative: the device was not returned for evaluation, no details regarding what issue warranted the intervention, or what comorbidities the patient had, were provided. Attempts to retrieve the device and additional information were unsuccessful. The cause of the event cannot be determined.

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this patient with a 7300tfx valve of unknown size implanted in mitral position underwent a valve in valve procedure after unknown implant duration for unknown reason. A transcatheter valve was implanted within the pre existing surgical device. As reported after the procedure, a massive embolism led to stroke and unfortunately, the patient passed away.